Event description:
The user reported that as the saw was being used to open the patient's chest, either the saw blade or the saw blade protector broke. The broken pieces were removed from the surgical field. There were no adverse consequences to the patient. At the time of this report, the device has not been returned to the manufacturer for investigation.